Event description:
It was reported that the lead exhibited loss of ventricular capture during an atrial capture test. Ventricular auto- capture (vac) set-up and threshold tests were performed, but loss of ventricular capture was still seen. The physician felt that the lead was likely the source of inconsistent capture thresholds and should be replaced.

Manufacturer narrative:
Na